Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the head failed its immunity test though it was also noted that it passed functional testing using a known, good cable. It was further noted that the lens was cracked and the label was delaminated. The head was to be sent on for repair and reallocation. (B)(4).

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.